Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of elevated lactate dehydrogenase could not be conclusively determined through this evaluation. The patient remains ongoing on pump support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 82 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital for further treatment due to an elevated lactate dehydrogenase (ldh) value that was found during outpatient testing. Upon admission on (B)(6) 2017, the patient¿s ldh was 673 and 531 (upper limit of normal is 260). The patient¿s international normalized ratio (inr) was 2.7 and 3.0 with a plasma free hemoglobin (hgb) level of 30 mg/dl. Changes were made to the patient¿s medication. Additional information was requested, but was not provided.